Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the reported issue. Customer contact reports there is no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported an internal error that caused the unit to shut down during a case resulting in a loss of mechanical ventilation. There was no report of patient injury.